Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. It was found the insulin pump was the cause of the customer's hospitalization. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 560 mg/dl. It was found the customer became ill after bolusing for their food. Customer was vomiting, nauseous, and had shortness of breath from their high blood glucose. Customer was treated with 15 units of insulin by manual injections at the hospital. It was reported the customer's insulin pump was no longer delivering insulin to their body. Customer's grandmother declined to troubleshoot any further and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in the force sensor. The insulin pump passed basic occlusion and displacement test. The insulin pump was unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. No alarms noted after battery change. All operating currents tested within specification range. However, the insulin pump had a corroded battery tube noted.